Manufacturer narrative:
This event occurred in (B)(6) - occupation was lay user/patient.

Event description:
The customer received a questionable result from a coaguchek xs meter. The serial number was requested but was not provided. The result from the meter was 5.8 inr and the result from a laboratory less than seven hours later was 4.0 inr. The laboratory method was requested but was not provided. There was no allegation of an adverse event.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.